Manufacturer narrative:
Per information received from the customer, the date of event has been updated. Date of event: (B)(6) 2019.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter systems' needles remained stuck when attempting to remove them during use. Emergency department staff and nursing staff reported to have difficulty with this event. As reported by the customer, "the ed staff are noticing that the bd nexiva single port closed IV catheters are getting stuck with attempting to pull the needle out. We have been talking about it in huddle and many nurses are having the same problem. Mostly with the 20g ivs; however, someone said they had the same thing happen with the 18g ivs."

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter systems' needles remained stuck when attempting to remove them during use. Emergency department staff and nursing staff reported to have difficulty with this event. As reported by the customer, "the ed staff are noticing that the bd nexiva single port closed IV catheters are getting stuck with attempting to pull the needle out. We have been talking about it in huddle and many nurses are having the same problem. Mostly with the 20g ivs however someone said they had the same thing happen with the 18g ivs"

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8354797; the lot number was built / packaged on nfa line 1 from 22dec18 thru 23dec18 for a quantity of 80,650 units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter systems' needles remained stuck when attempting to remove them during use. Emergency department staff and nursing staff reported to have difficulty with this event. As reported by the customer, "the ed staff are noticing that the bd nexiva single port closed IV catheters are getting stuck with attempting to pull the needle out. We have been talking about it in huddle and many nurses are having the same problem. Mostly with the 20g ivs however someone said they had the same thing happen with the 18g ivs"